Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01318, related manufacturer reference number: 3006705815-2020-01320. It was reported that the patient's stimulation was decreasing by itself. The patient was receiving the "strength was decreased the generator could not deliver the desired strength" message. Reprogramming was unable to resolve the issue and diagnostics revealed high impedances on the leads. The patient was also experiencing shocking at the ipg site (related manufacturer reference number: 3006705815-2020-01317). As a result, the patient's system was explanted and replaced on (B)(6) 2020. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.